Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a burning sensation at the magnet site. The recipient's magnet strength was adjusted. The wound underwent a tissue removal procedure. The recipient was advised to restrict device use. The recipient reportedly changed out processor and burning sensation resolved; however, the recipient will continue to restrict device use until wound heals.